Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent system was used during a bronchial stenting procedure on (B)(6), 2011.according to the complainant, during the procedure, the stent system was positioned inside of the patient at the bronchus. When the physician pulled the deployment suture, the catheter kinked and the stent failed to deploy at all from the delivery system. The stent system was withdrawn from the patient and the stent was released outside of the patient. Following deployment, it was noted that the stent was twisted.there were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
(B)(4):the complainant indicated that the device was disposed; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.